Event description:
It was reported that post op a realize adjustable band procedure, a herniation of the bowel occurred at the port site. A 15mm trocar was used at the port site during the implant. The band was removed and a resection of the bowel was performed. The patient is doing fine. The patient reported performing strenuous exercise post operatively.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.